Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported 2954323-04/14/2009-002-c on 14 apr 2009.

Event description:
A customer reported an issue with freestyle navigator continuous glucose monitoring system. Upon visual inspection of the returned product, a crack/fracture was observed on the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported to boston scientific corporation that a hydratome sphinceterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure they attempted to orient the device at the papilla of the common bile duct. When they closed the handle no resistance was felt and the tip of the tome did not respond to the manipulation of the handle. The device was removed and the procedure was completed with another hydratome sphinceterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; broken cut wire.

Manufacturer narrative:
Returned transmitter (B) (6) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.